Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The complaint was unable to be confirmed since the complaint affected unit was not returned for evaluation, neither an image or video of confirmed device deficiency were provided; therefore, a product non-conformance or device failure could not be confirmed. No root cause could be identified since no product sample nor objective evidence was provided for investigation. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
Additional product codes for the device include: dyg: catheter, flow directed, kra: catheter, continuous flush, dqe: catheter, oximeter, fiberoptic, dqo: catheter, intravascular, diagnostic. No product will be returned for evaluation; it was discarded. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, an investigation will be initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that after insertion of the 777f8 catheter, it will not supply a cardiac output or cardiac index. In addition, the temperature fluctuates wildly. The catheter checked out ok prior to inserting it into the patient. Once placed into the patient, it was first noticed that the temperature fluctuated wildly from 32 degrees to over 39.5 degrees celsius. Then no co or ci would initiate. They attempted to reposition the catheter, same result. Then the staff tried a different set of cables first then a whole new hemosphere, the same issue occurred. The monitor used was the edwards hemosphere. Software version 2.0. The transducer was arrow 9fr double lumen. No injury was done to the patient but without the co/ci it made care more difficult intraoperative and postoperatively.